Event description:
It was reported that noise had been observed on the atrial lead for the past year. No patient symptoms were reported. Other electrical values were normal. The lead was explanted and replaced. The patient was noted to be doing well following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found an external insulation abrasion at 11.3 cm to 11.4 cm from the connector pin which breached the outer insulation. The abrasion was consistent with exposure to constant friction against another implanted device. The abrasion likely contributed to the noise observed in the field. Insulation degradation was also observed at 14.7 cm and 14.9 cm from the connector pin.